Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced an infection. A surgical procedure was performed in which the aus was explanted, and the infection was treated with some medicines. A revision surgery has been scheduled on (B)(6) 2024. No further patient complications were reported.